Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia case, the third cartridge misfired. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. No single use loading unit (sulus) were received. A functional evaluation found that the articulation knob functioned properly. A test sulu could be loaded onto the returned device. The instrument was applied to the appropriate test media. The handle was actuated but tacks did not deploy. The instrument was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.